Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that a correlation study of 4000 specimens was performed between the architect anti-hcv assay and the lumipulse hcv assay. One of the samples generated a non-reactive result with the architect platform (0.28 s/co) and a reactive result with the lumipulse platform (1.6 s/co). Controls have remained within specifications. The customer is planning to send the sample to a reference lab for a thorough investigation. There is no impact to patient management reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. No return material was available from the customer's site. The investigation consisted of the testing of a retained sample (reagent kit stored at abbott laboratories) of architect anti-hcv, (relabeled in other country), lot number 53396hn00. One replicate of the negative control, positive control and 10 replicates of sensitivity panel a (core only) and sensitivity panel b (ns3 only) were tested. Furthermore two commercially available seroconversion panels were tested with the respective lot number. The results generated for the control values were well within the specifications stated in the respective package insert. Sensitivity panel a and b showed that the analytical sensitivity of architect anti-hcv lot number 53396hn00 was in an acceptable performance range. Additionally, four other architect anti-hcv on-market lots in addition to lot 53396hn00 detected the same first bleed of the seroconversion panel significantly earlier than all other test methods referenced in the package insert of the respective seroconversion panel. There is no indication that the analytical or clinical sensitivity of the architect anti-hcv reagent, lot number 53396hn00, are compromised. As part of the investigation a review was performed of the complaint and manufacturing records for the architect anti-hcv reagent kit, lot number 53396hn00. This review did not identify any problems relating to the customer's observations. To exclude a potential product deficiency of architect anti-hcv, complaints for potential false negative results since 2007 were reviewed and no trend could be observed due to false negative complaints. Based on the investigation, it has been determined that the architect anti-hcv assay is currently meeting the safety, effectiveness and label claims. The cause of the false negative results generated by the customer is unknown as the patient samples were not available for investigation. Note: in total, the customer observed six potential false negative patient results when testing about 4000 specimen with the architect anti-hcv, lot number 53396hn00 that were discrepant to fujirebio's lumipulse. Riba results obtained from the customer site (reference lab results) showed that three of the six potential false negative specimens were also negative on the strip immunoblot assay and therefore must be classified as not false negative for architect anti-hcv. Furthermore, riba testing revealed that the specimen another of the three remaining potential false negative samples exclusively showed antibodies for the ns5 antigen of hcv. Since the architect anti-hcv assay is not able to detect ns5 antibodies due to its assay design this specimen must be considered as not false negative for architect anti-hcv. This is a final report.